Event description:
It was reported that the monitors went black intermittently. The left monitor displays the live image. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The display adapter pcb was evaluated and replaced. The system was tested, found to be working as intended and returned to service.